Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter is not available for investigation. Customers and retailers have been informed through the fa16may2006 letter.